Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery on the monoblock controller card was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a communication error message during a case. No patient injury was reported.